Event description:
A malfunction was reported on the customer's pump, causing the blood glucose level to exceed 500 mg/dl with the value displayed as "high." The customer addressed the high blood glucose by using a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues recurred.